Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and upon interrogation the right ventricular lead exhibited noise which could be reproduced with arm movement. Upon opening the pocket, the physician noted that the lead was fractured. The lead was capped and replaced. The procedure was completed without complications and the patient was fine during and post surgery.